Manufacturer narrative:
The following other devices were also listed in this report: series 7000 standard tibia; cat# 7115-0009; lot# mkd4rr. Femoral condyle; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
The event was confirmed. The exact root cause of the reported event could not be determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that patient was revised on a right knee due to stiffness and ankylosis.

Event description:
It was reported that patient was revised on a right knee due to stiffness and ankylosis.